Event description:
It was reported that (1) tlc75 was used during a bowel procedure. It was reported by the rep that the surgeon tried 75mm stapler one time after reloading and cutter locked out. The surgeon removed from case and opened another 75mm cutter to complete the procedure. There was no consequence to pt.